Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) attached both of the level sensors to a lab use only (luo) level module and luo reservoir. Both of the level sensors passed all release testing steps and the performed as expected. No visual damage or message was observed.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log review, the log only goes back to part of (B)(6) 2021 and the only other entries are from (B)(6) 2021. On (B)(6) 2021 the level module was reporting several alert probe status changes. The status was going from coupled to uncoupled, back to coupled. If level detection is turned on this will cause a 'level not attached' alert (not alarm) to occur. The log confirms 'level not attached' alerts likely occurred. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr could not replicate the reported issue. Both level sensors were replaced and verification/release testing was performed. The other level sensor was pn:195274, sn (B)(4). , UDI: (B)(4). The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit had a 'level sensor not attached' alarm. The level sensor alarm system was turned off. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2021, the perfusion team had intermittent false alarms on the level sensing system. The team set up and attached the level pads per the manufacturer's recommendations, used gel and attached the sensors to the manufacturer reservoir for the procedure. During the procedure, the system gave the perfusionist subsequent 'level not attached' messages. The team continued the procedure and the field service representative (fsr) exchanged the level sensing system after the procedure. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.